Manufacturer narrative:
Batch review performed on 25 february 2019: lot 166056: (B)(4) items manufactured and released on 09-dec-2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a subsided tibial tray 1 year and ten months after primary. The surgeon revised the tibial tray, poly and the femoral component. The surgery was completed successfully. The patient had severe osteoporosis.